Event description:
The reporter stated that he did back to back blood glucose tests, about 10 minutes apart, using separate fingersticks. His results were 170, 130 and 180 mg/dl. He did not have any symptoms. His control solution expired in 1998. Reporter stated he checks confirmation dot for enough blood, has no problem getting good blood sample (goes into white area quite often.) He said he had never cleaned his meter. On followup, using new control solution, 2 tests were in range: w/old strips 140 (98-147), new strips 120 (90-135). The ls rep did review and training with the reporter.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8